Manufacturer narrative:
An event of patient death about 3 days post-procedure due to heart failure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported patient death is likely related to underlying patient condition and heart failure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic plus supra valve was chosen for a procedure. During procedure, the sizing was successfully conducted using the 21mm epic supra valve replica synthesizer via dvr. The actual device could not be accommodated and therefore was downsized to 19mm epic plus supra valve for implantation while the patient was still on bypass. There was no additional product experience other than the mis-sizing occurred. The 19mm epic valve was implanted. On (B)(6) 2025, the patient was reported passed away due to heart failure. The implanter classify this death as being likely related to the patient¿s comorbidities.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.